Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's gantry doors would not open fully due to a misaligned cover causing the door to bind. There was no patient involved.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, the customer stating that the system would not open the gantry door and that it would have to be assisted by hand to open it fully. Upon inspection, it was found that the gantry door was binding due to a misaligned cover that needed to be adjusted. Once the door cover was adjusted, the door would open without issue and was returned to patient use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.